Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated her blood glucose went from 350-450 mg/dl and it stayed there for three days. Customer¿s blood glucose at time of incident: 450 mg/dl. Customer¿s current blood glucose was 172 mg/dl. Customer treated for high blood glucose with injection. Customer stated that last night she gave an injection and that brought blood glucose down. Customer declined to run high pressure test but did verify she has clamps. Customer also got no delivery alarm. Troubleshooting steps were guided for no delivery alarm and air bubble anomaly. The drive support cap appears normal. Customer also had air bubble in reservoir. Customer advised to remove the reservoir from pump. Customer lost all insulin in reservoir trying to push out air bubble and will change reservoir. The insulin pump will not be returned for analysis.